Event description:
The customer reported that she had passed out and a friend called 911. When the paramedics arrived they ran her blood glucose on their meter and result was 41mg/dl. The customer was re-tested on her contour meter and result was 74mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. The paramedics administered a glucose IV to the customer. The customer used all of her test strips so strip information could not be obtained. Meter information was given. Replacement meter was sent.